Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, a suture break occurred with the second proglide device. Suture breaks occurred with five additional proglide devices. The sheath was upsized to 14f and then 18f and the aaa procedure was completed. Hemostasis was achieved with the suture of the first proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other five proglide devices referenced are filed under separate medwatch MFR reference numbers.